Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 541 mg/dl and current blood glucose value was 405mg/dl. The customer stated that the insulin pump received no delivery alarm as well as failed battery test. Troubleshooting was performed and noticed that the insulin exited. Troubleshooting was continuing for failed battery test and noticed that the insulin pump did not receive failed battery test. The insulin pump will not be returned for analysis.